Event description:
Customer reports that needle fell off the suture during a coronary artery bypass procedure. Physician obtained a replacement suture and completed the anastomosis. There are no reported adverse pt consequences related to this event.